Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been getting a failed battery test alarm since she received her replacement insulin pump in january. Customer stated that she could not look back in the alarm history to see any other failed battery tests due to her not feeling well and being tired. Customer stated that the pump did not give her insulin. Customer stated that she was not doing anything when she got a no delivery alarm. Customer stated that her blood glucose was 161 mg/dl when she got the alarm. Customer did not have a new battery to enter into the pump for troubleshooting. Customer received a battery out limit alarm when she was clearing the no delivery alarm. Customer was advised to insert a new battery and new insulin when she receives them tomorrow. Customer was advised to call back tomorrow for assistance with the no delivery alarm and failed battery test troubleshooting completion. Customer was also advised to revert to a back-up plan.